Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 8 months post tavr with a 23 mm sapien 3 ultra (s3u) transcatheter heart valve in the aortic position, the patient presents with valve dysfunction characterized by calcification and stenosis. At the time of reporting, reoperation had not yet been performed. An intervention was reported as being evaluated, specifically consideration for a thv'in'thv procedure.